Event description:
Reporter alleged blood glucose measured 313, 111, and 143 mg/dl when all tests were performed back to back. Customer stated taking normal oral glucose medications and ate; however, no other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.